Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with an unknown value of blood glucose at the time of the event. The customer visited emergency visit due to low blood glucose. Customer also reported clip rail damage on insulin pump. Troubleshooting was performed for reported allegations. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will be discontinued the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump was received, with a broken belt clip plate weld and slightly dented belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08770 inches. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of (B)(6) 2024. There is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of (B)(6) 2024, listed on smartsolve. Daily total collection start time = 02/23/2024, 00:00:00.000: daily total of all insulin delivered = 58.2, daily total of basal insulin delivered = 18.9, daily total of bolus insulin delivered = 39.3. 02/23/2024, 04:49:50.000, normal bolus delivered: bolus programming method = bolus wizard, normal bolus amount programmed = 5.9, bolus amount delivered = 5.9. 02/23/2024, 12:36:08.000, normal bolus delivered: bolus programming method = bolus wizard, normal bolus amount programmed = 14.825, bolus amount delivered = 14.825. 02/23/2024, 21:50:20.000, normal bolus delivered: bolus programming method = bolus wizard, normal bolus amount programmed = 18.575, bolus amount delivered = 18.575. The pump was programmed with multiple bolus deliveries. And all bolus delivered properly their indicated amounts (at quick bolus speed). And were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted, 1 week prior to the (primary) event date (B)(6) 2024, in the formatted history file. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/25/2023 to 03/09/2024. There was no data available to verify, unexpected alarms/suspends and bolus/basal delivery for the (secondary) event date of (B)(6) 2023. There was no data available to verify, failed battery alert/battery failed alarm or unexpected pump errors/alarms 1 week, prior to the (secondary) event date of (B)(6) 2023, in the formatted history file. Power management graph was successfully generated. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected failed battery alert/battery failed alarm noted, during testing. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.08 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received, with the original battery cap. No cracked/damaged battery cap noted, during visual inspection. The pump was received, without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage was confirmed, at the belt clip rails of the pump, during analysis. The pump passed, all the required testing. Unable to verify, customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.